Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via psr (product surveillance registry) regarding a patient who was receiving dilaudid 10.0 mg/ml; 4.900 mg/day, clonidine 400.0 mcg/ml; 195.98 mcg/day, compounded baclofen 200.0 mcg/ml; 97.99 mcg/day and prialt 10.5 mcg/ml; 5.144 mcg/day via an implantable pump. The pump was examined (B)(6) 2016 and the last change was (B)(6) 2016. Programming date from the most recent refill prior to event was (B)(6) 2016. Indication for use was spinal pain. It was reported the intrathecal pump was replaced (B)(6) 2016. Post procedure the patient was hypotensive which was contributed to his clonidine patch. Hemoglobin and hematocrit were drawn and revealed 7.4 and 22.8. On (B)(6) 2016 abdominal computed tomography scan without contrast was done and revealed intraperitoneal bleed. A vascular surgeon was consulted. The event resulted in a life-threatening injury and prolongation of existing hospitalization. Etiology was not related to the device or therapy and was related to the implant procedure. The pump was updated (B)(6) 2016 to deliver dilaudid 10.0 mg/ml; 4.900 mg/day, clonidine 400.0 mcg/ml; 195.98 mcg/day, baclofen 200.0 mcg/ml; 97.99 mcg/day and prialt 12.5 mcg/ml; 6.124 mcg/day. Additional information was received from a physician via psr (product surveillance registry). The etiology relationship of the event to the device or therapy was not related and the relationship of the event to the implant procedure was related to the surgery/anesthesia. The pump was updated on (B)(6) 2016 at 19:45 with a 14% decrease to deliver dilaudid 10.0 mg/ml; 4.202 mg/day, clonidine 400.0 mcg/ml; 168.07 mcg/day, baclofen 200.0 mcg/ml; 84.04 mcg/day and prialt 12.5 mcg/ml; 4.412 mcg/day.

Event description:
The pump contained compounded baclofen 200mcg/ml, delivered at 84.04mcg/day. The patient was also taking nortriptyline. Medical history includes: back pain with leg pain, hypertension, and hypothyroidism.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.